Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist device (lvad), serial number (B)(4) and the report of right heart failure, peripheral edema, and aortic regurgitation could not conclusively be determined through this evaluation. It was communicated that the patient was readmitted on (B)(6) 2019 due to right heart failure and peripheral edema. It was reported that a pacemaker was implanted. On (B)(6)2018, the patient experienced aortic regurgitation. The patient was discharged on (B)(6)2018, but was readmitted for right heart failure from (B)(6) 2018 to (B)(6) 2018. During that time, it was noted that the patient underwent a tricuspid valve replacement. The patient remained ongoing on heartmate ii lvad, serial (B)(4), until ultimately receiving a transplant on (B)(6) 2019. The current heartmate ii lvas instructions for use list right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and warn that moderate to severe aortic insufficiency must be corrected at time of device implant. This document states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This IFU also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient had right heart failure and peripheral edema and was readmitted to the hospital from (B)(6) 2019 to (B)(6) 2018. On (B)(6) 2018 the patient had aortic regurgitation and on (B)(6) 2018 the patient had right heart failure and edema and was readmitted from (B)(6) 2018 to (B)(6) 2018. A tricuspid valve replacement of a bio-prosthetic valve was performed. The causal relationship between the aortic regurgitation and the device, and between the right heart failure and the device was suspected to be related as the lvad was in use.